Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0), one (1) spare lead (fr8a-spr-b0) and one (1) sandshark injectable anchor (shrk-all-1k) were implanted at the t8-t9 vertebral level. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. Following the procedure, the patient reported to experience increased pain at the implant site. The territory manager and the implanting clinician decided to not turn on the device until the patient healed. On (B)(6) 2019, the territory manager contacted the patient. The patient's wife reported the patient had been admitted to a hospital due to loss of feeling in their legs. The patient was treated by a neurosurgeon at the hospital. The neurosurgeon evaluated the patient and observed acute paralysis with minimal reflexes. Magnetic resonance imaging (MRI) was performed. The imaging demonstrated the patient had hyperintensity at the t8 level and epidural fluid collection at l4-5. The implanting clinician made the decision to explant the device. Computed tomography images were taken of the implanted devices and the affected area. The images showed the patient had hematoma superficially at the thoracolumbar fascia and small volume of subcutaneous emphysema. No acute fractures were observed. However, there was moderate narrowing caudal half right neural foramen and mild narrowing caudal portion left neural foramen due to diffuse circumferential disc endplate complex. On (B)(6) 2019, the neurosurgeon performed laminectomy for device removal and for the stenosis. The neurosurgeon immediately identified the device did not cause any dural damage or hematoma at the location of the devices were implanted. The procedure was completed without complications and the patient is doing well. On (B)(6) 2019, the neurosurgeon completed full evaluation of the patient. The results demonstrated the patient had extensive edema in the subcutaneous fat of the midline lower back which could be related to surgical change. As well as edema in the bilateral posterior paraspinous musculature do the lower back. No definitive focal fluid collection was noted by the neurosurgeon. Multilevel degenerative changes in the lower thoracic and lumbar spine with varying degrees of spinal canal and neural foraminal stenoses were also observed. Review of the patient's past medical history demonstrated the patient had a history of cervical spina and lumbar surgeries. However, the patient had no chronic problems. The neurosurgeon's report indicates the issue could be attributed to the patient's surgeries. The root cause of the issue cannot be traced back to the device. The device was implanted at the time of the event but was not in use. On (B)(6) 2019, stimwave received additional information stating the patient is currently in physical therapy. No further information has been provided. This is the first reported event of paralysis. This is a known adverse event for spinal cord nerve stimulators that is mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to the device. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause is attributed to the patient's spinal and lumbar surgeries. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from october 25, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as the event resulted in permanent impairment and of a body function or permanent damage to body structure, stimwave reported this incident to the united states food and drug administration (FDA) on november 15, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from paralysis reported to stimwave on october 25, 2019, by territory manager.